Event description:
The customer's father stated that the customer was experiencing high blood glucose. The customer's blood glucose read "high" on the glucometer. During troubleshooting, it was discovered that the customer had repeatedly taken insulin via the insulin pump and via manual injections. The customer's father was advised to take the customer to the hospital to prevent a possible hypoglycemic event. The customer's father mentioned that insulin squirted out during the manual prime and there was condensation beneath the insulin pump's display. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.